Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 244 mg/dl); cause was not known. Ketone level was trace. Insulin injections were administered to address bg. Tandem technical support performed a pump system check with the customer and no issues were identified. Customer changed pump supplies; however, bg/ketones continued. Customer alleged pump was not delivering insulin properly. Customer reverted to using an alternate method of insulin therapy.